Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient had an informational por message. Steps were reviewed on how to clear the power-on-reset (por) using the patient programmer (pp), but the rep reported that the patient lived 2.5 hours away and that they had been unsuccessful at helping the patient clear it so far. The steps were reviewed again and the rep was encouraged to have the patient call in if they couldn't resolve it. No symptoms were reported. More information was received from a manufacturer representative (rep) later today reporting that the por was an informational por.the patient was able to clear the por on their own with their patient programmer. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has not yet seen there physician. It was unclear if they were going to see their healthcare provider. The cause of the power-on-reset (por) remains unknown. No further complications were reported.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for post-herpetic neuralgia and spinal pain. The rep reported that the patient saw a power on reset (por) on their recharger either today or yesterday. The rep did not have access to a physician programmer or the patient and the type of por was unknown. It was reviewed that an informational por could be cleared with the patient programmer but a warning por must be cleared with a physician programmer. The rep would speak to the patient to determine the type. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the power-on-reset (por) was an informational por. The patient was able to clear the por on their own with their patient programmer. The issue was resolved. No further complications were reported.